Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital due to a blood glucose level that ranged from 432-433 mg/dl and moderate life threatening ketones. Prior to the hospitalization, the customer delivered a correction bolus in attempt to resolve the issue. The cause of the high bg was unknown. Additional information was not provided. The customer declined to further troubleshoot with tandem technical support.